Event description:
Caller reported a cartridge alarm during the load process, although it did not adversely impact the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump, which was still under warranty. The customer was instructed on how to put the existing pump into storage mode and to return it using the provided return box to avoid charges. They were also informed about the new pump's software and the need to program their settings and connect their cgm to the replacement device. A backup insulin pump was used to prevent disruption in insulin delivery, and a replacement pump was sent to the customer.